Event description:
Fracture repair for pt who had previous total knee surgery. When drilling the femur, the tip about 1/2 inch in length of the 4.3 mm drill bit broke in the pt's bone. Dose, frequency & route used: na. Diagnosis for use: na.